Event description:
Customer stated "it sparked in my palm" product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had cracked right by the switch. Excessive flexing of the cord over an extended period of time can cause the cord to crack. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.